Event description:
Caller reported that the time was off by 10 minutes when updating settings. There was no adverse impact to the customer¿s blood glucose level. The caller declined settings assistance from technical support for updating the time.